Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked select button keypad overlay.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. Customer's blood glucose level was went up to the 400 to 500 mg/dl, them it went down between to 40 to 50 mg/dl. Customer said she to insert a set and the needle had gotten bent at one point. It was unknown if the customer was using auto mode or not. Customer declined to troubleshooting for high blood glucose. Customer did drop the insulin pump 2 to 3 weeks ago. The button that she pushes to turn it on and get to the menu had a crack in it. Customer stated the insulin pump had cosmetic damage. The reservoir was able to lock in place when inserted into insulin pump. Insulin pump will be returned for analysis.